Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the last basal delivery was on (B)(6) 2014 and the last delivered bolus was a 0.75u bolus on (B)(6) 2014. The pump history shows pump was manually suspended on (B)(6) 2014 11:23; deliveries never resumed. The total daily doses correctly reflect the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the compliant. Battery compartment is on the side near the threads, cracked from threads to bumper pad and cracked between bumper pad and cover. Display screen has a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings were correct. The reporter stated that the patient had a blood glucose (bg) of 32mmol/l with 0.5 ketones and no other symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.